Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of an obstructed biopsy channel was confirmed. Black rubber material was found in the biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the biopsy channel of the cysto-nephro videoscope was obstructed. This event was observed to have occurred during reprocessing, which had occurred post procedure. The procedure was completed with the same device. The intended procedure that had occurred was a therapeutic flexible cystoscopy. There was no extended hospital stay associated with this event. There were no other devices were involved. During the inspection of the returned device, black rubber material was found in the biopsy channel, which had been attributed to incorrect reprocessing/insufficient cleaning of the subject device. According to the customer, the black rubber material could have been the biopsy cap of the subject device as it is possible the cap may not have been removed prior to reprocessing and the brush may have been pushed through the biopsy cap. There were no reports of patient harm or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested event was presumed as the following: I) the biopsy valve which was almost broken or had no irregularity before procedure was broken by stress of attachment to/detachment from an endoscope or stress during procedure. Ii) a part of the biopsy valve which was broken and clogging in the biopsy channel was pushed by the cleaning brush. Olympus will continue to monitor field performance for this device.